Event description:
An Impella CP was inserted via the right femoral artery to support a 72-year-old male patient who had been admitted in/transferred in from the community hospital for an urgent cardiac catheterization. At the time of the CP delivery the patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) stage C shock. Underlying medical history and any comorbidities were not shared. Two days after the CP was delivered the patient underwent coronary artery bypass (CABG) surgery for multivessel coronary artery disease (CAD). The three-vessel coronary artery disease was complicated by cardiogenic shock with a non-ST elevation myocardial infarction. While on support the pump position was assessed with imaging and was repositioned repeatedly. The team initiated medical therapy with Inotropes and Vasopressors. On day 1 postoperative from the CABG the patient was returned to the operating room (OR). The patient was suffering from postoperative hemorrhage with hemopneumothorax. The patient's care was escalated as he was intubated with respiratory failure, and the chest tubes and mediastinal drains were assessed following the OR return. On day 4 of the support the team performed ultrasound imaging to determine if there was flow distally at the Impella accessed leg. The pulses were lacking beyond the popliteal, and the limb was discolored and cold, which are signs indicative of peripheral ischemia. A discussion was made to remove the CP and escalate to an axillary artery inserted Impella 5.5 pump. The decision was made not to proceed with the escalation of care and the patient expired after decision for Do Not Resuscitate (DNR) was made by the family and medical team. The cause of death was reported to be acute hypoxemic respiratory failure (secondary to cardiogenic shock and CAD). The death is conservatively being reported on the Impella CP due to the inability to conclusively dissociate the product from the patient outcome. Prior to the patient being made a DNR and expiring, the device functioned as expected P-6 with 2.7L/min flow with D5W with sodium bicarbonate in the purge solution. Per Medical Safety Office review; We are reviewing the case of a 72-year-old patient who underwent coronary angiography in the setting of a non-ST-elevation acute coronary syndrome (NSTE-ACS) complicated by cardiogenic shock. Given the presence of severe three-vessel coronary artery disease, coronary artery bypass grafting (CABG) was performed. Prior to surgery, a CT scan of the chest and abdomen was obtained, and an Impella device was implanted following the imaging study. The postoperative course was complicated by bleeding, hemothorax, multiple Impella repositioning procedures, and peripheral ischemia of the right lower extremity, which was also confirmed by Doppler ultrasound examination. Following a transition to palliative care in view of the highly complex clinical course, the patient subsequently died. We jointly agree that complaints/adverse events of bleeding, worsening respiratory status, and peripheral ischemia should be reported. However, given the extremely severe clinical condition associated with cardiogenic shock, it cannot be determined with certainty to what extent the reported findings were attributable to the underlying disease process itself or to the Impella device. Regarding the question of the severity of any pre-existing peripheral arterial occlusive disease, no adequate imaging is available for assessment. The CT images do not include the inguinal/femoral region and were acquired without contrast enhancement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.